Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The root cause of this event cannot be conclusively determined, as the device is not available for evaluation. No additional information regarding the patient's medical history was provided. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o lady with a bioprosthetic valve, implanted for four (4) years and one (1) month, underwent a valve-in-valve procedure due to moderate-to-severe tricuspid regurgitation and mean gradient of 6 mmhg. As reported, the origin for this regurgitation is unknown. An edwards transcatheter valve was successfully implanted within the surgical valve. The patient was noted as to be in stable condition.